Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited loss of capture for an unknown reason. An x-ray was taken where the lead appeared to be in the same position as implant. A revision procedure was performed where the lead was reviewed under fluoroscopy, which did not reveal any significant findings. The rv lead was then surgically abandoned and replaced. The pacemaker remained in service and no additional adverse patient effects were reported.